Manufacturer narrative:
Technical eval: a small crack was identified in the wall of the canister. The canister was tested in the lab and maintained a pressure of -26.0 inhg. Requirements for proper system function call for a vacuum of -20.0 inhg to -25.0 inhg. Conclusion: the incident was confirmed as reported. The canister was able to maintain vacuum within specification and the crack did not affect the function of the canister. Data trending and analysis reviewed by penumbra's complaint committee indicated there was a trend associated with cracked canisters. We investigated and determined that although cracked canisters are still capable of holding pressure, the occurrence of this failure was deemed too high and resulted in user dissatisfaction. As a result, penumbra opened CAPA and implemented (B)(4). This CAPA is currently being evaluated for effectiveness. The failure rate following the implementation of the (B)(4). This MDR is being filed based on our understanding of incident reportability as per penumbra february 2010 update to the FDA warning letter dates december 31, 2009.

Event description:
A penumbra sales representative noticed a cracked canister while in-servicing the hospital. The canister was not used on a pt. The canister maintained pressure upon testing.